Event description:
It was reported that during set up for a gastric procedure, the peel pouch of the dissector was not sealed. Had to open another kit to use another dissector. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.